Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the myocardial infarction and death could not be determined based on the information available. It is unlikely that the liver failure and subsequent death was a result of ivl therapy. However, this cannot be definitively confirmed with the information available. There was no ivl malfunction reported for the second device. This event was reviewed by swmi cmo, (B)(6), md and the following determination was provided: angiographic evidence of vessel compromise during procedure plus tn elevation = ppmi; liver failure is not a recognized complication or adverse sequela of a coronary pci procedure; this is more likely related to either a pre-existing systemic condition, an intercurrent illness (septic/autoimmune) or a drug reaction. Balloon rupture is not uncommon for any device in calcified lesions, and given the low inflation pressures require for c2/c2+ ivl therapy, the risk of complication is low, and such complications are local, not systemic - ie. Confined to target vessel perforation or dissection. A pooled analysis of the cad I-IV studies showed no significant difference in 30-day mace or angiographic complications between cases where balloons ruptured/lost pressure & those that did not. Further, there is no plausible pathophysiological link between ivl therapy, with or without associated balloon rupture, and a subsequent episode of liver failure. Balloon loss of pressure (rupture, pinhole) is a known failure mode with a low probability of occurrence. Contributing factors include patient calcium, damage caused when the balloon wall comes into close contact with the device emitters, likely causes include (a) an irregular calcium lesion capable of compressing the balloon wall into close proximity with the emitter(s) and/or (b) an incompletely inflated balloon. The associated patient risk for this failure mode is low and adequately captured in swmi's risk documentation. The shockwave intravascular lithotripsy (ivl) system with the shockwave c2+ coronary ivl catheter generates acoustic pressure pulses within the target treatment site, disrupting calcium within the lesion allowing subsequent dilatation of a coronary artery stenosis using low balloon pressure not to exceed 4 atm during ivl treatment, and 6 atm for post dilatation. The pressure used for the ivl balloon catheter is much lower than other balloon catheters used in percutaneous coronary intervention (pci), thus the risk associated with loss of balloon pressure during ivl catheter use is negligible. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
This event was reported to shockwave via the post market empower cad clinical study. Two shockwave c2+ coronary intravascular lithotripsy (ivl) catheters were used to treat a lesion in the mid left anterior descending arteries. The patient had a target lesion of 70% with a severe degree of calcification. The first c2+ balloon (reference MDR 3015053858-2024-00040) ruptured after 30 pulses were delivered. The balloon was removed, and angiography demonstrated vessel integrity; however, there was reduced flow into the diagonal branch which was ballooned with a 2.0 mm semi-compliant balloon with a restoration of thrombolysis in myocardial infarction (timi)-3 flow. A second c2+ balloon (reference MDR 3015053858-2024-00041) was utilized and 70 pulses were successfully delivered. Following ivl treatment, non-compliant balloons were used for post-dilation and drug-eluding stents were placed. Final angiography showed 0% diameter residual stenosis and timi 3 flow in the treated vessels. The patient was loaded with clopidogrel 300 mg. The patient was discharged the day after the procedure. There was no ivl malfunction reported for the second device. This event was sent to the clinical events committee (cec) for adjudication of the myocardial infarction due to the patient's discharge troponin being 312 x upper limit normal (uln). The clinical site reported peri-procedural myocardial infarction. The cec has determined that the myocardial infarction was definitely related to both the device and procedure. On (B)(6) 2023, weeks after the index procedure that occurred on (B)(6) 2023, the patient expired. The clinical site confirmed that the death was caused by liver failure.